Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected out of range impedances on the right ventricular (rv) lead. The patient is not believed to be pacemaker dependent however this could not be confirmed. Current measurements are within normal limits. The device was reprogrammed and remains in service. No adverse patient effects were reported.